Event description:
It was reported that the customer had issues with her sensor and blood glucose level readings. The customer's blood glucose level was 150 mg/dl and her sensor glucose reading was 40 mg/dl, when the insulin pump went into threshold suspend. She woke up with a 250 mg/dl blood glucose level because of the threshold suspend. The customer received calibration error, change sensor, and sensor error alarms. The product was not returned. Nothing further to report.

Manufacturer narrative:
Reference medwatch 2032227-2015-00525 for additional information. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.